Event description:
Medtronic received information that during use of a hollow fiber oxygenator, it was reported that the fio2 and po2 did not correspond to the parameters stated in the instructions. All numbers are in the file. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the temperatures pre and post oxygenator were approximately 36.3. Medtronic received additional information that the blood flow rate is 5 l/min, gas flow rate 4.5 l/min, fio2 70 %/ 85%, po2 1 test 121 mmhg, po2 2 test 129 mmhg, po2 latest test on pump 39.8 mmhg, po2 latest test 41.3 mmhg, svo2 73.8%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that during use of an affinity nt oxygenator, it was reported that the fio2 and po2 did not correspond to the parameters stated in the instructions. Medtronic received additional information that ringer¿s solution, monnit¿s solution, elofusol, heparin and albumin were used during the case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.